Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and that the buttons were not responding. The customer stated that the numbers on the insulin pump were scrolling as well. The customer's blood glucose was 354 mg/dl. While troubleshooting, the customer explained that the insulin pump was submerged in water for a short time. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. No unexpected battery out limit alarm during testing noted. No unexpected numbers scrolling during testing and no moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.